Event description:
It was reported that during the implant procedure the device set screw failed to engage the lead. The wrench would engage the set screw, ratcheting was confirmed, and the lead connector pin was visually confirmed to be past the set screw, however tug test failed multiple times. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. It was noted that the set screw was found in the connector bore. (B)(4).